Event description:
It was reported that the ruler broke during surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment revealed the ruler is fractured at the threaded tip of the sleeve. The device shows significant signs of wear/usage. The device was manufactured in 2008. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of complaint history for the part revealed one prior complaint for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.